Event description:
It was reported that this right atrial (ra) lead would not capture at maximum output. The physician tried to reposition the lead to get good capture, but could not gain successful capture with the device. A new ra lead was implanted, then this lead started to work. The lead was ultimately removed. No additional adverse patient effects were reported. This product has been returned. This report will be updated upon analysis completion. Additional information indicated that the device evaluation was completed.

Manufacturer narrative:
The patient code 3191 accounts for the surgical intervention that occurred. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead would not capture at maximum output. The physician tried to reposition the lead to get good capture, but could not gain successful capture with the device. A new ra lead was implanted, then this lead started to work. The lead was ultimately removed. No additional adverse patient effects were reported. This product has been returned. This report will be updated upon analysis completion.